Event description:
It was reported that the iodine sponge of thirty (30) minicaps came out of the cap. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added in h6 and h11. H11: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. A visual inspection of the photographs revealed that the minicaps were open and all of them showed the sponges were out of the cap. The reported condition was verified. The cause of the condition was determined to be related to additional handling carried out outside the manufacturing plant. Retention samples were reviewed and no deviations were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.